Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensors were replaced.

Event description:
The hospital reported that the unit alarmed, indicating only volume mode was available for mechanical ventilation. There was no reported patient involvement.